Event description:
A pt reported experiencing inaccurte low results with a one touch ii meter. The pt's blood glucose results were 100 and 180 mg/dl. Tests were done within 11-20 minutes. Pt did not experience any adverse events. No furhter info has been reported.